Event description:
It was reported that the during a fitting, the patient complained about the quality of the sound he was receiving. He said that the sound fluctuates. The latest testing shows that nine of the twelve electrode channels have hi status, another channel has a fast changing value. Looking at the earlier readings, it would appear that there is a progressive damage of the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.